Manufacturer narrative:
The accu-chek inform ii meter serial numbers were (B)(6) and (B)(6). On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.

Event description:
There was an allegation of questionable glucose results for one patient when tested with two accu-chek inform ii meters. At 16:58, the result using meter serial number (B)(6) was 396 mg/dl. At 17:04, the result using meter serial number (B)(6) was 478 mg/dl. At 17:07, the result using meter serial number (B)(6) was 239 mg/dl. At 17:08, the result using meter serial number (B)(6) was 447mg/dl. At 17:18, the result using meter serial number (B)(6) was 280 mg/dl.

Manufacturer narrative:
Medwatch field d4 lot no was updated.